Event description:
It was reported that the system was not displaying any images. This may result in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.